Event description:
It was reported that a patient injured their finger while attempting to independently exit the bed and catching their finger on the bed. This alleged incident resulted in a small fracture of the finger and an amputation at the distal phalanx. The customer stated that nothing on the bed was damaged and declined to have the unit evaluated by stryker.